Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during use. The operator removed the closure device and switched to manual compression. There was no reported patient injury. The intended procedure was reported to be a carotid angiography using a retrograde approach. No visible signs of damage were observed on the device or packaging prior to use. The femoral artery was confirmed suitable via angiography, with the insertion angle and vessel diameter verified to be appropriate. There were no signs of calcium, plaque, stents, or stenosis at the puncture site, nor had the site been closed with a vascular closure device (vcd) or manual compression in the past 30 days. No evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was found. The 5f non-cordis sheath connected successfully with the exoseal vcd. The indicator wire cowling locked properly with an audible click, and pulsatile flow was observed. The exoseal vcd and non-cordis sheath were retracted together until bleed back slowed. The physician did not place the thumb on the plug deployment button during retraction. The indicator window did not show any red color, and the indicator wire loop was not deployed or visible upon removal. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. The indicator window was observed to be in the black/white position. During this visual analysis, a kink was observed on the delivery shaft, located 7 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The result obtained was found to be within specification. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, resulting in indicator wire retraction and expected plug deployment. Additionally, the indicator window progressed to the black/white/red position as expected. A high magnification microscopic evaluation was performed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked portion was observed on the delivery shaft. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator reported, particularly since the device functioned as expected during analysis, with the indicator window changing positions appropriately. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during use. The operator removed the closure device and switched to manual compression. There was no reported patient injury. The intended procedure was reported to be a carotid angiography using a retrograde approach. No visible signs of damage were observed on the device or packaging prior to use. The femoral artery was confirmed suitable via angiography, with the insertion angle and vessel diameter verified to be appropriate. There were no signs of calcium, plaque, stents, or stenosis at the puncture site, nor had the site been closed with a vascular closure device (vcd) or manual compression in the past 30 days. No evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was found. The 5f non-cordis sheath connected successfully with the exoseal vcd. The indicator wire cowling locked properly with an audible click, and pulsatile flow was observed. The exoseal vcd and non-cordis sheath were retracted together until bleed back slowed. The physician did not place the thumb on the plug deployment button during retraction. The indicator window did not show any red color, and the indicator wire loop was not deployed or visible upon removal. The device is expected to be returned.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.